Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information (B)(6). Distributor information (B)(4).

Event description:
An incident involving a 14" ext set w/0.2 micron filter, clave¿ clear, clamp, rotating luer reported that the patient had arrived for d1 c10 nivo the patient¿s family reported that there was leakage from the infusion line. Staff observed a small damp area on the patient¿s jacket, located beneath her arm. The leakage was traced to the bottom of the filter, where fluid was escaping slowly. The exact amount of medication lost could not be determined, and as a result, the patient did not receive the full dose of the treatment. There was patient involvement and no harm/adverse event reported.